Event description:
Event description guidant received information that at the may follow-up, the monitoring voltage of the ICD did not coincide with the battery status. At another follow-up in june the monitoring voltage and battery status were in agreement. Additional information was received that the device was previously at begining of life and was now at middle of life 2. Middle of life 1 was never seen. An allegation of premature battery depletion had been made. No adverse patient symptoms were reported.